Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in recieving paperwork.

Event description:
It was reported that the patient presented to clinic with an abnormal episode on the electrograms. All electrical measurements were within normal limits. Possible noise issue.